Manufacturer narrative:
Clinical investigation: on (B)(6) 2020 this female peritoneal dialysis (pd) patient contacted fresenius technical support for draining slowly message. During the call it was established that the patient was constipated and had been hospitalized for pd catheter issues. Attempts to obtain additional information were unsuccessful. There was no documentation of any intervention for the patient¿s reported constipation. Constipation is a common complication in patients on pd therapy due to lifestyle changes related to renal dysfunction. (Ibrahim et al, 2016) the patient stated the hospitalization was related to pd catheter (not a fresenius product) issues. There was no allegation of a device malfunction or deficiency reported for the hospitalization. There is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation. Therefore, the completion of a clinical investigation is not warranted at this time. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced constipation and was hospitalized due to pd catheter (non-fresenius product) related issues. The patient reported the hospitalization after calling fresenius technical support to report a reoccurrence of draining slowly alarm message from their liberty select cycler. The patient indicated the draining issues might be related to their pd catheter related hospitalization on an unspecified date. Multiple attempts were made to follow up with the patient and the patient¿s pd clinic for additional information, however, to date a response has not been received. There was no allegation that a fresenius device, drug, or product contributed to the patient¿s hospitalization.